Manufacturer narrative:
All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported an issue of a dull blade. The procedure was completed by using an alternate knife with no harm to the pt. Samples were discarded.